Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found partially advanced with viscoelastic residue observed throughout the cartridge. The cartridge tip and cartridge were damaged, and stress marks were observed on the cartridge tip. No issues were identified with the lens module, device assembly, plunger rod, or plunger rod advancement. Viscoelastic residue was observed below the lens module. The lens was received coated in viscoelastic residue. The lens was cleaned and a scratch was observed. No further evaluation was performed. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1, email address: unknown, as information was requested but not provided. Section e1, telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h6 -health effect, clinical code: 4581: no code available (incision enlarged) an attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded monofocal intraocular lens (iol) was implanted and the iol inside the eye was inspected, a line (scratch) was observed near the center of the optical portion. The surgeon thought the scratch might be a foreign material and tried to remove it with irrigation/aspiration; however it couldn't be removed. As a result, the incision was extended to about 6¿7 mm to remove the iol. The procedure was completed successfully with a replacement device that was available at the hospital. The patient's visual acuity on the day after surgery was 1.0, and there appeared to be no problems. Through follow-up we learned that there were no damages to the cartridge tip and the eye incision was sutured. The iol that was implanted in the patient's operative eye is the same model as the reported iol. No further information was provided.